Event description:
Info received indicates the casters are not holding in brake.

Manufacturer narrative:
The tech was unable to adjust the brake. He found the brake cable binding between plate and old style bearings. The tech replaced the bearings to repair the bed.